Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed there was a slight movement in the lock. However, the 80lb torque knob passes all specific functional testing; the clamp was put on the block test, and it would not slip as more pressure was applied. When the clamp is properly positioned and put under pressure, it will not move. Due to having a patient injury, the unit was sent to quality engineering) for further inspection. Qe confirmed the initial findings (slight movement in the lock, but the clamp was returned in good condition) with no additional device deficiencies observed. The unit will have worn components replaced with new parts as part of the preventative maintenance (pm) process as it was purchased in january 2023. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the surgeon set pressure at 80psi on the mayfield modified skull clamp (a1059), and the position slipped pressure then indicated 40psi after slippage. As a result, the patient sustained a large scalp laceration requiring intervention. No surgical delay has been reported. Additional information has been requested.